Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an inaccurate delivery issue.

Manufacturer narrative:
On (B)(6) 2014 the reporter contacted animas to complete troubleshooting. The reporter confirmed that the time and date were set correctly. Troubleshooting indicated that all settings and histories were correct. The reporter confirmed that the pump was calculating the recommended bolus totals correctly. A 1 unit air bolus was delivered during troubleshooting, and the reporter confirmed that the bolus was recorded to the history as programmed. No pump defects were found during troubleshooting. The reporter noted that the patient had experienced an elevated blood glucose (bg) between 300mg/dl and 400 mg/dl at the time of the original complaint. The reporter stated that the patient had experienced extreme thirst, excess urination, and mood changes with the bg excursion. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. Troubleshooting determined that the alleged bg excursion was associated with significant weight changes without adjustment to insulin regimen and was not associated with use of the pump. The pump is not being returned at this time and the patient has reportedly continued on insulin pump therapy.